Event description:
A malfunction alarm with the code malf 12 was reported by the customer, who experienced this issue on at least three occasions before reaching out. There was no adverse impact to the customer's blood glucose level. In response, technical support decided to replace the malfunctioning pump, which was still under warranty. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support instructed the customer on storing the pump before returning it and confirmed the shipping address for the replacement.